Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary stenting treatment procedure, stent damage occurred. The target lesion was located in the tortuous proximal circumflex. The lesion was pre dilated with a 2.5 x 12mm maverick balloon. The 2.5 x 20mm promus element plus mr stent delivery system (sds) was advanced through a 3.5mm non bsc guide catheter, but had issues getting the sds around the bend. They noted that the stent had gotten shortened on the proximal end from the guide catheter during placement of the stent. They were able to deploy the stent and post dilate with a nc apex. The stent was well apposed and well positioned. The procedure was completed with this device. No further patient complications were reported and the patient's status is fine.